Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a shock was delivered to the patient inadvertently from the emergency defibrillation button on the mobile programmer application. It was noted that the issue occurred when the user, believing that the patient session had been ended, placed the hosting tablet under their arm whilst leaving the room and inadvertently pressed the emergency button and defibrillate button. The patient was in normal sinus rhythm when the issue occurred. No patient complications have been reported as a result of this event.